Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with damaged prongs online cord, cracked tank cover, and worn block assembly. Outdated printed circuit board and power switch. There was no evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found that the device temperature was fluctuating, confirming the customer complaint. This was due to a corroded and rusty thermistor. For corrective action, no action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause was due to wear from age. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not reading the temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.